Event description:
Customer reported she has been having trouble with sensor readings. When customer was normal the sensor reading was high or low. Customer's current blood glucose was 240 mg/dl and sensor was 148 mg/dl. Sensor cannula was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.